Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no damaged found. Event history log review was performed and found no evidence of reported problem. Visual inspection, and functional testing were performed. The customers problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published +/-6% specification. The investigation recommended that the pumps expulsor be replaced in order to bring the delivery into more normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed the volume test (21.91, 21.80). No adverse effects reported.